Event description:
A shielded number 22 quick cath was placed in pts right hand. The pt pulled IV cath out the next day. Nursing staff observed the plastic cannula was not attached to the hub of the device they were unable to palpate cannula in pt's hand and searched room and bed for missing plastic cannula. The pt was unable to tell them what happened due to aphasia.